Event description:
Stent balloon would not inflate at 7 atms. Catheter removed without stent. Stent retrieval. Three attempts were made but were unsuccessful. Stent remains in pt in descending ao/iliac region. Not sent for surgery. Pt stable upon exiting cath lab.